Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.

Event description:
Deflation resulting in explantation

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch.update/correction to sections b3, b4, b5, d4, g6, h2, h6, and h10.